Event description:
It was reported that during an infusion, a device alarmed for upstream occlusion when no occlusion was present (medication, rates, and parameters unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the lower reading on the ultrasonic sensor to be 929 with a fluid filled tube and should be greater than 2700 caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms causing the reported symptom. Th failed upstream sensor was replaced.